Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed cortisone cream for the skin irritation. Upon follow up, it was reported that the patient's skin irritation worsened. The patient was prescribed an antifungal cream and the skin irritation improved.